Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.

Manufacturer narrative:
Evaluation of the returned lens was received cut into two pieces and was found to be covered with surface residue, not inconsistent with an explanted lens. No other defects were observed with the lens optic body and haptics of the lens. The two pieces were joined so that a diopter measurement could be performed. Diopter inspection of this lens found it to meet specifications for optical properties. Results showed the lens to measure 25.0 d and is correct as labeled. Review of the production order records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It is reported that the lens was explanted due to improper intraocular lens (iol) power. No adverse effect and no patient injury were reported.